Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach . The procedure went and the balloon of the delivery system (ds) was inflated with +3cc. At right coronary cusp (rcc), after valve implantation, it was observed by that the top frame of the valve did not cover tip of rcc native leaflet. There was minor paravalvular leak (pvl). It was decided to implant a second 29mm sapien 3 valve by adding +1 more cc in a higher position (3-4 mm above 1st valve) to prevent valve migration. The final position was 85 /15, and the valve showed gradient of 5 mmhg with trace pvl. The final outcome of the patient was good. The patient was discharged home. As per medical opinion, the root cause of the event might be related to the fact that there was no aortic calcification, and the related issues with valve anchoring, and/or possible valve undersizing.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve malposition was confirmed through procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. In this case, the s3 valve was implanted in a non-calcified native aortic position. From imagery review, the first s3 valve appeared to be landed slightly lower than the recommended position per the training manual. Despite overinflation with +3cc, a mild pvl was noted post implantation. In addition, it was reported that the top frame of the valve did not cover the tip of rcc native leaflet. To prevent valve migration, a second s3 valve (29mm) was implanted within the first valve using +4cc and deployed at a higher position. Per our IFU, ''the edwards sapien 3 system is indicated for use in patients with heart disease due to native calcific aortic stenosis''. The lack of calcification may reduce the ability for the valve to securely anchor to the annulus leading to valve malposition. As such, available information suggest that procedural factors (off-label implantation) may contributed to the reported complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.